Event description:
On aug 19, 2009, the lay user/pt contacted lifescan (lfs) mexico alleging that her one touch ultra meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service rep (csr) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that in the day of the event in 2009 at 2:30 pm she obtained an alleged high (result unk) blood glucose reading with the subject meter. In response to the reading, the pt claimed she took oral medication(s) (type and dose unk). It is unk if the pt took her usual dose or an increased amount. Approximately 1/2 hr later, the pt claimed she began to feel sweaty and cold; symptoms she associated with a low glucose. The pt reported being treated by an hcp at 3:45 pm that same afternoon; however, was unable to confirm the type of treatment received. At the time of troubleshooting, the csr noted that the pt was using the correct testing technique and cleaning the puncture area properly. This complaint is being reported because the pt claims she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.